Event description:
The procedure was an elective case in 2006. For the mid rca, pre dilatation was not conducted. A 3.5x18mm cypher stent was implanted. In 2008, the lad and circumflex were treated. For the proximal to mid lad, a 2.5 x 28mm cypher stent was implanted. A 3.0x33mm cypher stent was implanted proximal to the 2nd cypher overlapping it. A 3.5x23mm cypher stent was implanted proximal to the 3rd cypher at 16 atm for 20 seconds. The three stents were overlapping each other. For the distal circumflex, pre-dilatation was conducted with a 2.5 x 15mm balloon at 8 atm for 20 seconds. A 2.5x18mm cypher was implanted at 14 atm for 20 seconds. The residual % stenosis was 0%. On five days later, the pt complained of chest pain and was brought to the hospital as an emergency. St elevation was observed. Coronary angiography was conducted and thrombus was observed from the 2nd to the 5th cypher stent at the lad and the distal circumflex. To treat the thrombus, aspiration and balloon angioplasty was conducted. Then a 4.0x8mm liberty stent was implanted at the proximal lad. Consultant physician indicated that the possible cause of the thrombotic event was because the stent was under-dilated due to calcification and due to plaque.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of four products associated with this event. Please refer to MFR report #s 9616099-2008-01541, 9616099-2008-01542, 9616099-2008-01544, and 9616099-2008-01545. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.